Event description:
Additional information received from the healthcare provider (hcp) reported the matrix receiver was implanted in 2004. The lead impedance was within a normal range when checked. The system just quit working and another transmitter and unit were tried but would not work. An explant occurred on (B)(6) 2011 and the receiver was replaced with another device. Since the replacement the results were good coverage of pain and the device was working well. There was no injury to the patient and the patient did not require hospitalization.

Manufacturer narrative:
Transmitter model 3210 serial # (B)(4) implanted: (B)(6) 2004 explanted: (B)(6) 2011 lead model 3888 lot # n26838 implanted: (B)(6) 2004 explanted: unk implantable neurostimulator (ins) model 37712 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk.

Manufacturer narrative:
Analysis of receiver model 3272-51, serial # (B)(4), determined the retainer was cracked where it entered the connector module and behind the hybrid near pins 3-6. There was discoloration on the retainer.